Manufacturer narrative:
Both the battery and battery charger were returned for eval. The condition of the battery was such that evaluation of the battery itself could not take place. The failure of the battery upon it being dropped to the floor is already known, and a field action to resolve the potential issue was reported to FDA on 08/13/08. The evaluation refer to the battery charger, which was evaluated by the manufacturer upon return from the user facility. Results - other: no malfunction found. During the evaluation, the battery charger was operated over a 4-day period charging batteries, discharging the batteries and recharging them repeatedly. During this time, the reported incident was not reproduced. Each time a battery was charger, the battery was properly charged to their full capacity of 4.16vdc. The upper left slot of the battery charger functions and charges battery as expected. The other slots of the battery charger function as expected with the exception of the lower right slot not being functional due to the control contact breaking off. The broken contact would not cause any hazard to a user as all voltages are 5vdc or lower and would cause the battery charger or the lower slot itself not to function as a result. The design of the battery charger provides no electrically conductive surfaces near the battery slots that a person can reach. The front bezel is plastic and the top cover is power coated aluminum, making both non-conductive. All conductive points (screws) are grounded and would not provide any voltage or current for a shock. The evaluation conducted suggests that the shock the user reportedly received was not the result of a malfunction of the battery or battery charger. Based on the manufacturer's review of the design of the battery charger and battery, there is no technically logical possibility of a user to incur a shock by the battery charger or the battery during the conditions of normal use. The manufacturer's evaluation of the charger shows no evidence that a malfunction that could have led to a shock condition occurred. It is possible that the user experienced a shock caused by static discharge created by the physical environment, not the battery or battery charger.

Event description:
It was reported to the manufacturer that a user had removed a battery from the wireless module and was going to insert it into the upper left slot of the battery charger. The user claims he felt a shock when the battery was partially inserted into the charger. As a result, the user dropped the battery to the ground. When the battery made contact with the floor, the battery failed and momentarily produced a flame and emitted smoke. Despite the claim that a user was shocked. It was reported to the manufacturer that the user did not require any medical treatment as a result of the event. There was no patient involved in this event. The user facility reported that they continued to use the same battery charger immediately following the event and no subsequent problems were experienced.